Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the pencil was defective. The issue resulted in a patient burn. The pencil was from cardinal health kit, major abd lith.